Manufacturer narrative:
Follow-up #1: date of submission 08/05/2016. Device evaluation: the device has been returned and evaluated by product analysis on 07/12/2016 with the following findings: there were several pump reboot events observed in the black box on (B)(4) 2016. The battery compartment was found to be cracked. Moisture damage was observed underneath the display lens. A leak test failed due to the battery compartment crack. The pump lost power during the 24 hour duration test. The pump's current draws were above specifications. Moisture damage was found on the cgm board. All current draws returned to specifications after unplugging cgm board.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the pump lost power, and power was not restored to the pump after a battery change. There was no indication that the product caused or contributed to an adverse event, and the reported issue was not resolved with troubleshooting. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.